Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values. According to the report, this incident occurred on (B)(6) 2023, though the exact date cannot be recalled. The patient received a notification from their dexcom app showing a reading of 65 mg/dl along with an emergency alert, prompting them to call 911. The patient was reportedly asymptomatic. They stayed in the hospital for two days. The patient was unsure of the accuracy of the dexcom reading as they did not have a test strip for comparison. While in the hospital, the nurse performed fingerstick tests regularly and advised that the dexcom results were not consistent and accurate with the bgm readings. However, the patient cannot recall any specific readings. Additionally, the patient cannot remember the name of the medication administered during their stay. The patient cannot recall the sequence of events due to the time that has passed since the incident. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).